Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience phrenic nerve stimulation on unipolar lead. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience phrenic nerve stimulation on unipolar lead. This lead was surgically abandoned. No additional adverse patient effects were reported.